Event description:
According to a pediatrician's report from a hospital, on (B)(6) 2024, at 12:00 pm, a premature infant with low birth weight and high risk of hypoglycemia due to low birth weight and maternal pathology (preeclampsia) was admitted to the hospital. The newborn's blood glucose was tested with accu-chek instant test strips using the accu-chek instant ii meter and showed a value of 39 mg/dl. As this was a normal value for a two-hour-old newborn, the baby was fed milk. A few minutes later, the newborn showed an apnea episode. Subsequently, an analysis was performed using a blood gas analyzer, which showed a blood glucose level of 4 mg/dl. At that time, another blood glucose measurement was taken with a freestyle optium neo h meter and showed a result of lo (less than 20 mg/dl) and the accu-chek instant system showed a result of 16 mg/dl. The apnea episode/seizure was clearly attributable to hypoglycemia caused by the incorrect initial blood glucose result (4 mg/dl with the accu-chek instant system). This resulted in a life-threatening situation for the patient. Furthermore, it was reported that the test strips were checked, and it was found that the distributor of the neonatal test strips had been changed from freestyle optium neo h to accu-chek instant. Furthermore, it was reported that the problem also occurred on other occasions, such as when the test strips were changed. Blood glucose measurements were taken with both systems, accu-chek instant and freestyle optium neo h. There is an average difference of 10 points between the accu-chek instant system and the blood gas analyzer, sometimes up to 20 points difference. The difference decreased to 3 points when using the freestyle optium neo h system and the blood gas analyzer. In 13 out of the 16 cases, the treatment for the newborn was different depending on whether the accu-chek instant system or the freestyle optium neo h system/blood gas analyzer was used as a reference. Received blood glucose values: accu-chek instant system: 39 mg/dl and blood gas analyzer: 4 mg/dl freestyle optium neo h system: lo (less than 20 mg/dl). No information was given about the time when each test was conducted. Blood samples were taken from the fingertip.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.